Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. The customer's blood glucose level over 600 mg/dl. Customer treated with pump, manual injections, intra venous drip. The customer was in emergency room as a result of high blood glucose level. The customer alleging possible pump under delivery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08740 inches. Device received with cracked case at display window corners, display window, reservoir tube window, reservoir tube window corners, end cap and battery tube threads. Device received with minor scratched display window and case. Device received with missing end cap sticker. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).